Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite attempting multiple power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, the pump would not charge and would also not recognize the power source. There was no impact to the customer's blood glucose level. It was confirmed that the customer had a backup method of insulin delivery available.